Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the balloon on the 26mm commander delivery system burst during inflation with +2cc's. The valve was partially deployed, so a second delivery system was utilized to complete deployment without issue. There was no injury to the patient. Per report, the degree of calcium in the annulus/leaflets were severe, the degree of tortuosity was mild, the size of the annulus was 534 with a minimum luminal diameter of 24.1. Valve alignment was performed in the straight section.